Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unknown date, the patient developed peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. Treatment was not reported. Dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the peritonitis. Concomitant medications were not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l16026, h10l20036, and h10k02044 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.